Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device, while using both reloads, made a loud popping noise right when the wheel retracts back as if the gears were stripping. While using the first reload, the surgeon threw the stitch and the knot unraveled and then had to be hand sewn. The second reload became broken at the base. Another reload was used to complete the procedure. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). Additional information was obtained from the surgeon: the suture is breaking at the posterior side (where the loop is located) of the cartridge side of the device. The firing trigger is pulled back, a pop is heard and the suture is broken. The suture unravels after the firing trigger is pulled back and released, where the knot is to be placed, it comes undone. A loud pop is heard as well. An overview of the device was provided to the surgeon. The analysis results found that the device was returned in good visual condition with no cartridge present. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was reloaded with a test cartridge, cycled, fired, and properly formed the knot. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure of the lower leg, balloon deflation difficulties occurred. The lesion was located in the mildly tortuous and mildly calcified superficial femoral artery (sfa). The sterling balloon dilatation catheter was advanced to the target lesion and inflated 3 times with each inflation for 30 seconds at nominal atms. Upon deflation, the balloon did not fully deflate. Attempts to fully deflate the balloon were unsuccessful and the balloon was removed without incident. The procedure was completed with this device. The patient status is listed as 'fine'.